Manufacturer narrative:
Device lot number unavailable. The device has not been returned to the manufacturer for analysis. Device manufacturing date is dependent on lot number, therefore, is unavailable. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation device. It was reported there was a stripped screw on the spine clamp. This issue was noted outside of a procedure, and there was no patient involvement.